Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The healthcare provider had problems with 3 sensors where there was no electrode visible to sensor. The customer was advised to return the sensors for analysis and we will send a new sensors to compensate.